Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited oversensing. Programming changes were performed. Further information was requested but not provided.

Event description:
New information noted that the patient was in stable condition post programming changes.